Event description:
The initial reporter stated they received discrepant results for 2 patient samples tested with the elecsys ft4 iii and the elecsys tsh assay on multiple roche analyzers and compared to the abbott architect method. The questionable results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 iii assay. The samples were initially tested with ft4 iii and tsh on the customer's cobas e 801 module on an unknown date. The samples were provided for investigation, where they were tested with the ft4 iii and tsh assays on a second e 801 module on (B)(6) 2023. During investigations, the samples were also tested with the ft4 iii and tsh assays on a cobas e 411 analyzer on (B)(6) 2023. The samples were also repeated using the abbott architect ft4 and tsh methods on (B)(6) 2023. The serial number of the customer's e 801 analyzer was requested but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 653314, with an expiration date of 31-dec-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Tsh reagent lot number 627442, with an expiration date of 31-mar-2023 was used on this analyzer.

Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.